Manufacturer narrative:
A medtronic representative reported, at the time of the procedure, having previously removed the thoracic probe from the instrument tray because it was reported damaged in a previous procedure. The site sterile processing department placed a damaged tag around the instrument and determined it was not to be used. With this knowledge, the surgeon's demanded that the thoracic probe be brought back into service for this reported procedure. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while being used in a spine procedure, a lumbar probe tip was damaged and the surgeon requested a thoracic probe be brought in to use to continue the procedure. The operating room (or) staff went to sterile processing and removed a damaged tag from the thoracic probe, flashed the probe and provided it to the surgeon. The distal tip of the thoracic probe broke off in the patient. The tip of the thoracic probe was recovered by the surgeon, delaying the procedure by 30 minutes. Also noted was that the surgeon had to burr a hole and then was able to pull the probe out with a kocher. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The site has not returned the part for evaluation. Per instructions for use the damaged instrument was used outside of what is advised. The IFU states: warning: prior to use, examine the devices for damage, deterioration, deformation, and abuse. Do not attempt to use any instrument that appears to be bent or otherwise damaged. Abandon the use of any device damaged during the procedure. See the maintenance inspection testing instructions in this document to determine if the device is suitable for use. If defects are found, do not use the product. Contact medtronic navigation. Maintenance: inspection testing visually inspect the device before each use for obvious damage or corrosion to ensure it is not pitted, fractured, bent, or otherwise damaged. Make sure of the following: there is no damage to the working ends or tips. The working end should be free from cracks, sharp-edged gouges, and other damage. A device that shows or exhibits properties listed above is at the end of its useful life. Dispose of the device according to national regulations.